Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-7300rbe small joint round burr broke, no load was applied. This was discovered during use in a procedure on "(B)(6) 2031". The case was completed using a new ar-7300rbe.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the burr broke off the device. Due to the fractured state of the device, functional testing could not be performed. The root cause of the reported failure mode is undetermined.